Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a low battery and after he changed the battery, the display went blank. He stated he was finally able to get the device to work. Blood glucose value was 147 mg/dl. He stated that the battery cap was not damaged or corroded. No additional troubleshooting was done. The customer was advised that a battery cap replacement would be sent and to monitor the device.